Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient low voltage alarms while on batteries and that the batteries were depleting faster than normal. The batteries had not been recalibrated. The patient exchanged their system controller. Their current controller did not have the time and date set.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of atypical low voltage alarms; however, it was determined that the cause of the atypical alarms were unrelated to the system controller. A log file was submitted for review, and data from the reported event date of 06may2024 was reviewed. The data in the log file did not indicate any issues with the system controller. Per the pump investigation, it was determined that the atypical alarms was due to damage to the wires in the pump cable. The reported event could not be correlated to an issue with the system controller. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.